Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned devices found that the fracture of the rods is orthogonal to the rod direction and occurred at the junction with a connector at around 80 mm from the rod end. The fracture appearance is typical of fatigue damaging of the material with visible lines of rest across the section. The fracture appearance of the first rod presents larger worn surface than the second rod due to repetitive contacts between the two broken sections of the rod. This suspects that the first rod broke first. The superior side of each rod presents 6 marks coming from the tightening of the setscrews on the bone screw connectors or the iliac connectors (3 on each broken parts). The lateral side of the rods presents marks from the bone screw connectors. The anterior side of the shortest broken rod portion presents marks from the iliac connectors at the opposite end of the broken section. The posterior and lateral sides of the shortest broken rod portion present marks from the crosslink. No defect was found at the level of the breakage. The rod shows typical metal fatigue damaging due to overload applied on the spinal construct. This may come from pseudoarthrosis as the initial surgery was in 2008. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent a posterior arthrodesis t11-s1 iliac as a result of vertebrectomy for chordoma. Posterior fixation was used in the procedure. An unknown time post op, the rods broke. The patient underwent a revision surgery approximately 3 years post-op to remove the broken implants and replace with new rods. Per the initial reporter, the rod breakage could have been due to an excess of load on the spine due to the patient's job (driving tractors).